Manufacturer narrative:
The reported complaint of the autopulse platform system (serial #(B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional test and archive data review. The investigation findings revealed that the root cause of the reported system error was due to a bad processor. To remedy the system error, ap vision 3 software was initialized on the autopulse platform. No physical damage was observed on the returned autopulse platform during visual inspection. During archive data review, a latch error 71 (motor drive train command issue) identified on the event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, user advisory (ua) 08 (motor controller fault detected) and (ua) 45 (not at "home" position after power-on/restart). User advisory - ua08 is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load or the spool shaft position is not increasing during compression. The motor controller's built-in fault detection system signals a fault. Pressing the restart button to clear the ua. User advisory - ua45 is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Pressing the restart button to clear the ua. Functional testing failed due to the returned autopulse platform displayed "system error" upon powering on. Ap vision 3 software was initialized to clear system error. After software initiation, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for autopulse platform with serial #(B)(4).

Event description:
During a demonstration, the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " after tilting it to a 30 degree angle and could not be restarted. No patient involvement.